Event description:
Rptr had breast augmented with silicone breast implants. She had septicemia days after implantation, abdominal granuloma's in 1991. She needs bilateral oophorectomy. Rupture discovered when explanted 5/93. She had negative anaerobic staph bacteria infection in right breast where rupture was & was "3/4" septic, had 6 week IV & oral antibiotic therapy for infection, rubbery pink nodules were removed from rt breast & rt elbow joint, breasts hard & painful. She has very bad headaches & bouts of depression.